Event description:
Reporter stated the motor would lock up while the end user had the joystick in the forward position. When the end user released the joystick, the chair bucked to the side and moved about three feet. No injuries reported.